Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry transmitter (tele) was dropping communication. Sections drop out and come back before going into communication loss. No patient harm was reported. Investigation conclusion: the complaint device was returned for evaluation. The evaluation noted signs of previous moisture exposure and a crack in the casing. During testing, the reported issue could not be replicated. As such, a definitive root cause cannot be established. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 10/31/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 11/06/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 11/10/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Central nurse's station. Model: ni. Sn: ni. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter (tele) was dropping communication. Sections drop out and come back before going into communication loss. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry transmitter (tele) was dropping communication. Sections drop out and come back before going into communication loss. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter (tele) was dropping communication. Sections drop out and come back before going into communication loss. No patient harm was reported.